Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer also states that the unit is red light alarming and no audible alarms.